Manufacturer narrative:
Device analysis: as viewed through the returned packaging it was observed that the coil was returned unsheathed, entangled, stretched, severely damaged, and was found to be solidly adhering to the adhesive side of the tape used to close the inner pouch. Therefore, it cannot be determined to what extent that the coil was damaged due to post-procedural handling. The proximal section of the coil has been stretched and the stretch resistance suture was severed. The distal section of the coil has also been severely damaged. The core wire protrudes outside the sheath at the distal tip of the skive. The contributing factor to the coil unable to be advanced into the aneurysm may have been due to selection of the wrong sized coil or distal interference, however the aneurysm dimensions were not reported as were the presence of coils already dwelling inside the target. The end user finally chose a smaller coil which advanced into the aneurysm without issue. If distal interference contributed to the field complaint it should be noted that without further clarification the source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the prowler lpes used in the procedure, it cannot be determined if this component contributed to the complaint event. The primary contributing factor to the resheathing difficulty may have occurred when the resheathing tool was advanced on the proximal end of the green introducer. When the resheathing tool was retracted past the clear/green introducer junction, the resheathing tool may have opened up the skive which allowed the core wire to protrude outside the sheath. In this condition reasheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿using the thumb and forefinger of your other hand, grasp the introducer tip, slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ the secondary contributing factor may have occurred if the coil was being resheathed in a manner different than the one outlined by the IFU. If this did occur then for optimum product performance and to prevent potential complications, the IFU recommends, ¿when necessary, the codman microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Fig. 6: pulling back the dpu wire hub connector¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The damages found during analysis on the device may have occurred during shipping, because it was noted that the device was not damaged after the event. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU may have also contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During coil embolization of a 4mm unruptured posterior communicating artery (pcom) aneurysm a 4mm x 10cm micrusphere xl coil (ssr10041020/c10108) protruded out of the aneurysm into the vessel during placement after the coil made a couple of loops in the aneurysm. After placing a 45 degree prowler lpes (606-s155fx/lot unknown) into the aneurysm the doctor decided that a 4mm x 10cm micruphere xl coil would be the best coil to use for the aneurysm. After preparing the coil per the IFU, the doctor began to deploy the coil into the aneurysm. After the coil made a couple of loops in the aneurysm the distal part of the coil protruded out of the aneurysm and into the parent vessel. The doctor then withdrew the coil through the microcatheter and out. After trying to rezip the coil into the delivery sheath the doctor noticed that the dpu was outside of the sheath, and unable to be recovered into the sheath. The sheath was not separated into pieces. The doctor decided to use a new smaller 3.5mm x 7cm micrusphere (ssr10035720/lot unknown), and placed it without issue. The patient suffered no ill effects because of the first coil. There was no significant delay in the time of the procedure. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no damage noted to the coil prior to insertion or after removing it from the patient. It was discovered during return of the product that the coil was returned unsheathed, entangled, stretched, severely damaged, and was found to be solidly adhering to the adhesive side of the tape used to close the inner pouch. The damages may have occurred during shipping and handling as it was noted that there was no damage noted to the coil after removing it from the patient.